Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at the display window corners, minor scratched and cracked display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was unable to clear the alarm. Customer was not pressing any button for 3 minutes or longer. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and was following their medical prescription for insulin shots until the replacement arrives. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.